Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with connecting the meter and the pump, which was provided by troubleshooting. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer was recently hospitalized for a diabetes related event but did not provide any details. Customer indicated that she would call back to provide further details and to troubleshoot.